Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 12 of 12 mdrs filed for the same patient (reference 1825034-2016-04329-337 and -04339-41).

Event description:
Patient experienced a pneumothorax hours after the implantation of a suture anchor. It is unknown what caused this to happen. No further information was provided on the patient's condition or if the component was removed.